Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the pneumatic back-plane pcb, o2 cell cable and pull magnet was found defective and replaced which resolved the issue. No parts was returned for technical investigation. The root cause of the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).